Event description:
Consumer alleges an injury requiring medical treatment, caused by his sunglasses when he was involved in an automobile accident. Consumer has refused to continue contact or provide medical detail since receiving his sunglasses back.